Event description:
Information received from the field does not address the patient's clinical status but notes that after difficult interrogation, dashes (---) were noted for base rate, output amplitude, pulse width, and sensor parameters.